Event description:
Ous MDR - it was reported the impedance on this is lead is over 3000 ohms. At this time the lead remains implanted and there are no adverse patient effects that were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.